Event description:
Customer reported comparing lab test with a freestyle test. The lab result was 8.6 mmol/l and the freestyle result was 6.8 mmol/l. Precision testing was also performed with the freestyle meter at the time of the initial call and the results were 10.2 mmol/l, 8.9 mmol/l and 14.7 mmol/l.